Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed device episode data and found that there was noise on both right atrial (ra) lead and right ventricular (rv) lead channels with oversensing and under two seconds of pacing inhibition. It was noted that this patient had undergone a hospital procedure that day and the noise was most likely due to electromagnetic interference (emi). No adverse patient effects were reported. Currently, this ICD system remains in service.